Event description:
The biomedical engineer reported that the multigas unit was giving a gas module failure.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated gas unit was experiencing intermittent failures. Further details were not provided. Device was sent to nka for an exchange. Service requested: exchange. Service performed: exchange. Investigation result: the investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) ) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision # = first revision), there was no tendency of sensor failing, thus the investigation provided no countermeasure. Due to no tendency of failure, it was determined these sensors failed as a result of normal usage. Cd-314p replacement is recommended. In summary, serial numbers (B)(6) and below has the first version of cd-314p. Serial numbers (B)(6) have version 2 of cd-314p. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. Investigation conclusion: the root cause of the error message on serial number (B)(6) was due to firmware requiring upgrade.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a gas module failure. No patient harm or injury was reported. The customer's unit will be exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving a gas module failure.